Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer went through process of inserting a new sensor and stated transmitter did not blink when connected to sensor and also experienced low blood glucose. The customer¿s blood glucose was 48 mg/dl. The customer treated her low blood glucose with food, mcdouble and had a sweet tea. Customer stated that they successfully got sensor and transmitter connected. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.